Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was received and evaluated. Visual observation reveals that the second and fourth thread on the anchor is stripped. There is no other damage to the anchor and the suture bridge is intact. Moreover, there are tissue debris and stains on the anchor. Anchor breakages are typically associated with off axis insertion, levering during insertion, hard bone quality or using incorrect instrumentation for preparing bone hole. The reported complaint mentioned that the handle is small and couldn¿t use properly, the handle of the received device and no anomalies were found with the device. A batch review was conducted and the results indicate that this batch was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. The lot review indicates there were no issues with material or assembly. Although the complaint can be confirmed, a root cause for the user to have experienced this issue cannot be determined. Based on the overall complaint rate for this failure, at this point in time, no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported that while the surgeon was using the small handle, it broke. He had to use another.